Event description:
The customer reported the fiber started "flickering" and then was noticed to have commenced forward firing at 65,664 joules during a prostate procedure. The procedure was completed with a second fiber. No patient or end user injury was reported. The patient outcome was reported as "okay".

Manufacturer narrative:
(B)(4).